Event description:
This case was reported to merz (B)(4) on (B)(6) 2013. On (B)(6) 2012, a physician injected an unk amount of radiesse in a male pt's nasal tip and nasal root. The pt lost his vision after injection. On (B)(6) 2012, the pt went to an ophthalmology clinic and there was a necrosis seen on nose and forehead. The pt was prescribed an antibiotic (dose, duration and name not provided) and anti-eye pressure eye drops (unspecified). Furthermore, he was diagnosed with both retinal arteries obstruction with symptom of binocular blindness. At the time of reporting, both retinal arteries obstruction and the binocular blindness was ongoing, ie not resolved. The outcome of the event necrosis on the nose and forehead was not reported. No further info was provided.

Manufacturer narrative:
The radiesse lot number was not provided, therefore no device history record could be reviewed. Further following info was requested; however, none has been received.